Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Final analysis did not find any anomalies except for procedural damage. No issues were found.

Event description:
It was reported that during the implant procedure, the new right ventricular lead sustained insulation damage. The procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.